Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed secondary to loosening of the femoral and tibial component at the bone to cement and cement to implant interface. Depuy cement was used. Femoral component had cement on posterior condyles only. Tibial tray had some cement on underside of tray. Patella was well fixed and not revised. Doi: 2015 dor: (B)(6) 2021 left knee.